Event description:
In 2006, this pt rec'd a gore tag thoracic endoprosthesis. The post-operative angiography was free of complications. A f/u CT performed on march 27, 2007 revealed a possible endoleak with no change in the aneurysm diameter. A reintervention has been scheduled.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.